Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4). Root cause analysis: sample/s evaluation: received one sample without the original packaging. The batch number on the big bottom cap (bbc) of complaint sample was 22n23ged81. The sample was filled with red dye solution and bbc was removed. Leakage was detected at the connection of step-down tube with the triangle tube of the sample. Summary of root cause analysis: the complaint sample was leaking at triangle tube to step down tube connection. Thus, we considered this complaint as confirmed. To avoid recurrence of this fault, corrective measure already has been initiated. Device history record (DHR): reviewed the DHR for batch 22n23ged81, there is no abnormality and no such defect detected at in process and at final control inspection. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility bbm sales organization in germany: "chemo leakage" according to the customer: "a 5-fu infusion pump leaked/leaked. The defective pump was discovered before transport. No patient or staff were harmed. The localisation of the leak is unclear."